Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the item received is different from the item reported. Therefore, the lot number was not considered.

Event description:
The clinician reported over 3 months after the dental implant was placed in the mouth, the implant had not achieved osseointegration. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the reporton behalf of neodent - jjgc.

Event description:
The clinician reported over 3 months after the dental implant was placed in the mouth, the implant had not achieved osseointegration. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications.